Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt does not think his infusion device is delivering enough insulin. The pt changes his infusion set and insulin cartridge every 2.5 days. The first day the infusion device delivers insulin properly, but on the second day the pt receives elevated blood glucose readings. On the day before reporting this, the pt¿s blood glucose level was 25.0 mmol/l (450 mg/dl). The pt stated that the infusion device primes and appears to delivery boluses correctly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device requested to be returned for eval.